Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device and no patient injury was reported.